Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. During a routine check, the ventilator would not pressurize. There was no pt involvement.